Event description:
The locking device lost pressure causing the double pin arm to turn during a procedure. No other information was provided. Additional information has been requested but to date, no new information has been received from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.